Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014; 5076-58 lead, implanted: (B)(6) 2014; 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with symptoms of feeling lethargic. A remote transmission indicated far field r-wave (ffrw) oversensing on the atrial lead. It was noted that the patient's symptoms could be due to underpacing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.